Event description:
The clinician reports the implant was inserted (B)(6) 2006 in fdi 45. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.